Event description:
In 2005, the patient was implanted with the gore excluder aaa endoprostheses (size/lot number unk) to treat an abdominal aortic aneurysm. The following month, a follow-up computed tomography angiography (cta) demonstrated a type ii endoleak. The physician decided to monitor the patient. Sometime later, a type I endoleak was identified and a decision was made to reintervene. The following month, the reintervention took place to fix the apparent separation of the left limb from the left common iliac artery with another gore excluder aaa endoprosthesis. On an unknown date, aneurysm enlargement was identified. The patient presented symptomatic and a surgical reintervention was performed in 2009, whereby the aneurismal sac was opened and the type ii endoleak was closed manually. A type I endoleak was also detected and repaired surgically. Final control computed tomography scan confirmed that the type ii and type I endoleaks were resolved during this reintervention. The patient is stable with no further complications reported.

Manufacturer narrative:
The initial implanted device information was requested, but not available. A review of the manufacturing records for the device was not completed as no lot numbers were available. However, the device information for reintervention in 2005, was provided. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional information along with images of the event was requested. Films have been sent to gore for analysis. Imaging review was not completed as of the date of this report.